Event description:
It was reported that the front cover was damaged, injector on the motherboard was broken, and inverter cable was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the front cover, inverter cable, and card release button on the system monitor was confirmed at the edc. When vsm-3299 was evaluated, the unit was powered on and booted up as intended. The unit returned with multiple damaged corners of the housing, a nicked inverter cable, and a broken off flash card release button. The housing, inverter cable, and main pcb were replaced. A full functional checkout was performed and the unit passed all tests. Preventative maintenance was performed and the unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Vsm-3299 was shipped to the customer on 21jun11. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.